Event description:
It was reported that the right ventricular lead exhibited loss of capture and high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the outer and inner insulations were damaged and the outer coil fractured at 27.0 cm from the connector pin as a result of clavicular crush which could have contributed to the reported capture and threshold anomalies.